Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior later fusion at l4-5. It was reported that a pedicle fractured during final tightening of a screw. The surgeon extended the construct another level. No additional patient complications were reported.